Manufacturer narrative:
(B)(4).

Event description:
It was reported that since a pump revision that occurred two weeks prior to the date of this report, the patient has had an increase in twitching of the left lower extremity, flexion at the knee, and ¿great discomfort¿ at night from the tone. The reported symptoms were stopping the patient from sleeping. An x-ray was taken and it ¿appeared the catheter was still in ¿the canal¿ and attached to the pump.¿ the reporter planned to give a single bolus (30 'g over 10 minutes) and monitor for effect. The pump was later returned with documentation stating eri (elective replacement indicator) and ¿end of life battery.¿ the pump was used to infuse baclofen (gablofen). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code 67 no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n166722019, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, lot# n172355002, implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.